Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Hemostatic valve was dislodged. Flush was performed and the issue was confirmed when the dilator was inserted. The hemostatic valve fell into the hub. Since it was confirmed when flushing, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not used for the patient. The procedure was continued with an alternative product. The procedure was completed successfully without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection, functional test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken and slightly dislodged. A microscopic examination of the hub area was performed, and it was found that the hemostatic valve was slightly broken, and marks of stress close to the star axis of insertion were noticed. This condition may be related to the event described by the customer. A functional test was performed, the device was connected to a syringe and positive pressure was applied, water leakage from the same area were the valve was found broken was noticed. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Initial reporter name and address: phone: (B)(6). The bwi product analysis lab received the device for evaluation on 21-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Hemostatic valve was dislodged. Flush was performed and the issue was confirmed when the dilator was inserted. The hemostatic valve fell into the hub. Since it was confirmed when flushing, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not used for the patient. The procedure was continued with an alternative product. The procedure was completed successfully without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for a hemostatic valve separation issue.